Event description:
It was reported that on (B)(6) 2025, a 14mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the second disc was unable to open through the first deployment and had a bulbous deformation. The first disc opened in the left atrium (la); however, the physician was unable to deploy the second disc in the right atrium (ra). It was not usable despite waiting for it to regain its supposed shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 14mm amplatzer septal occluder device was used and the procedure went on smoothly with no adverse or delayed effect. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 14 mm amplatzer septal occluder is an 7f. A 8f sheath was used to deliver the device.